Manufacturer narrative:
The referenced replacement of the external portion/distal end of the driveline was reported under medwatch MFR report # 2916596-2016-00109. (B)(4). Approximate age of device - 1 year and 2 months. Device evaluation: the explanted pump was returned with the driveline cut approximately 2 inches from the pump housing. The severed portion of the driveline (measuring approximately 38 inches in length) was also returned. Electrical continuity and high potential (hipot) testing was performed on the 38 inch distal-end portion of driveline which did not identify any breaches to the wires that would have resulted in the reported pump off alarms. Electrical continuity testing of the 2 inch pump-end portion of the driveline did not reveal any discontinuities or shorts. The shielding and bionate were removed, and examination of the underlying wires revealed a disruption in the insulation of the black wire, less than 1 inch from the nipple of the pump housing. The conductors of these wires were exposed. The disruptions appeared to be the result of repetitive flexing of the driveline in this area. The disruption in the wire would have interrupted pump function as a result of the exposed conductors of potentially contacting the braided shield and shorting to ground if the device was supported by the power module. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced unspecified alarms and pump off events upon bending over. The patient subsequently underwent an elective pump exchange on (B)(6) 2016, reportedly due to driveline fracture. No further information was provided.